Event description:
It was reported that upon completion of a transabdominal preperitoneal (tapp) procedure, the physician noticed that the tip of the subject device was chipped. A rice grain-size part of the device was found inside the body that which was confirmed with a videoscope. It was mentioned that the physician also examined the material and concluded that it was made of fluorine resin and would not cause any problems even if it remained inside the body, thus, there were no further plans to retrieve the part of the device. No further reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial MDR. Updated fields: d8, d9, h3, h4, h6, h11. Corrected fields: d1, d4. The device was returned to olympus for inspection and the reported failure was confirmed. A part of the surface of the grasping section was missing. The detached surface of the grasping section was not returned. A definitive root cause could not be identified. Based on the results of the investigation, a likely mechanism causing the detachment of the surface of the grasping section may be as follows: the grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated in ultrasonic, leading to partial peeling of the surface of the grasping section. Force applied to the peeled surface of the grasping section caused it to detach. It was noted that the materials used are biocompatible. Olympus will continue to monitor field performance for this device.